Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was suspected to have an insulation abrasion. An x-ray taken did not show any abrasion but the physician still believed there was an issue with the insulation of the rv lead. Low rv impedance measurements between 220 and 320 ohms and oversensing of noise was also observed. Surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.